Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the doctor was completing a left heart catheterization. The access was in the right groin and the procedural sheath was a 5fr pinnacle sheath. The doctor removed the sheath and deployed the angio-seal as he normally would. He noted that as he compacted the green tube to push the knot down and it compacted deeper and further past the marker that he typically gets. At this point hemostasis had still not been achieved. They then pulled up on the device suture to cut it and removed the tamper tube and held manual pressure. After cutting the suture, the tube was removed, and the suture was "sucked" into the access site. Manual pressure was held, and access was gained on the contralateral side. An angiogram illustrated that the entire device, anchor and collagen, were in the proximal superficial femoral artery (sfa). The device had migrated through the ostium and into the lumen of the vessel. Surgery was consulted and a procedure to remove the device was performed successfully. There was no noted blood loss. The patient was in stable condition. The procedure outcome was successful. The blood loss was less than 250cc.